Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely, on the 1st day of wear. The customer became hypoglycemic and experienced a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) as treatment. The customer further reported being taken to a hospital and was diagnosed with hypoglycemia but no further treatment was reported. Note: the treatment of insulin is inconsistent with hypoglycemia diagnosis. No further information was reported. There was no report of death or permanent impairment associated with this event.